Event description:
The customer reported to baxter (B)(4) an incident involving one (1) flo-gard IV solution admin set that separated from an unknown solution bag when the nurse was trying to hang the bag during a patient infusion. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample and one companion sample were available at the plant for evaluation. Visual inspection to the actual sample revealed that the chamber was disconnected from the tube due to a low insertion, hence the reported problem was confirmed. No visual defects were noticed on the companion sample. A traction test was done on the companion sample between tube to chamber and this revealed that junction connection was within the acceptance criteria as required by the procedure. Batch file review did not reveal any issues related to this complaint. Furthermore, no other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing. Baxter will continue to monitor similar reports to determine if further actions are required.